Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected and preventable by following the instructions for use (IFU) section: - IFU states the detection method in operation manual chapter 3 preparation and inspection - IFU states the preventative measures in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found inside the light guide lens. Corrosion was found on multiple components. Scratches were found on the switch box and the grip. It was also found that the connecting tube had a cut and the air/water and suction cylinders had no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer requested to return the flex video scope as part of the asset return process. The device was returned for evaluation. During routine inspection of the device by olympus, the following reportable malfunction was found: foreign material found inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedure or patient involvement associated with this event.